Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over three months ago.

Event description:
It was reported that the patients ipg will not hold a charge and no longer communicating with the remote. The patient underwent an ipg replacement procedure. The explanted device will not be returned.